Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The inner blister was found to be cracked when the product was opened. Product was not used as sterility was compromised.